Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 4.8 cm in diameter and the aortic neck was 22 mm is diameter and it was not angulated. It was reported that during deployment of the bifurcated stent graft the runners were moving forward indicating that the physician was inadvertently pushing on the delivery system. Post operatively the patient's lack of urine production was misdiagnosed as contrast related. An angiogram was performed and confirmed the renal arteries were occluded. The patient was brought back to surgery and a guuidewire was inserted through the stent graft and advanced up and over the bifurcation to lasso the stent graft. The stent graft was pulled down 7 - 8 mm which was sufficient to uncover the renal arteries. No additional clinical sequelae were reported.